Manufacturer narrative:
A ge svc rep performed an on site investigation. The hard drive was replaced. The sys was then found to be operating as intended. See scanned page.

Event description:
Customer reported that the sys would not boot up. No pt injury was reported.